Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a heat rash-like skin irritation on his back and shoulders. The patient was given a prescription cream by his physician. Follow-up indicated that the skin irritation had healed.